Event description:
An ophthalmologist reported that a pt had undergone cataract surgery in which sodium hyaluronate (healon 0.6ml, batch #unspecified, intraocular route) was administered in 2004. Continuous curvilinear capsulorhexis was completed though the size was rather small. In the process of hydrodissection. Pt developed capsular block syndrome, followed by rupture of posterior capsule. It was unknown whether during hydrodissection the water run out from the cut part. The surgery was converted to extra capsular cataract extraction and ended safely. As of 2004 the pt was recovering. The reporting ophthalmologist assessed the event as mild and probably related to sodium hyaluronate. The event "capsular block syndrome" is serious/intervention required. Device evaluation by MFR was not provided as of the time of the report.